Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify what was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? Do you have any pictures of the appearance of the suture?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During surgery, the surgical thread presented a cut appearance. There were no adverse patient consequences reported. Additional information was requested.